Event description:
It was reported that upon interrogation performed on an asymptomatic patient, the pulse generator displayed a message -data not read-. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed normal battery depletion.